Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to start charging. Pump started charging however, charging connection unstable. Cts to send replacement tandem cable and wall adapter via two day shipping. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on multiple daily injections (mdi).